Event description:
A literature article reported that following intraocular lens (iol) ciliary sulcus suture suspension procedure six patients had iritis and exudative membrane formation. It was noted the events completely disappeared within a week after anti-inflammation with hormones and pupil dilation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tan yunli and wang yanchun. Clinical observation of common posterior chamber intraocular lens suspension. Journal of bingtuan medicine, mar. 2013, vol 35, no. (B)(4).